Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported experiencing chest pains, shortness of breath, and "weird feelings" and self presented to a health care facility. Customer reported receiving a reading of 220 mg/dl on his adc meter which was higher than a reading of 140 mg/dl received on his health care professional's (hcp) meter. Customer additionally reported a comparison of 270 mg/dl (obtained on an unknown meter) which was higher than a reading of 200 mg/dl (hcp meter). No diagnosis was provided. Customer was given a "shot" with unspecified medication which was a change to the customer's normal medications. There was no report of death or permanent injury associated with this event.